Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a low battery alarm and a no delivery alarm while the customer was hospitalized. Customer was hospitalized for heart issues and customer had a low blood glucose incident at the hospital. Customer's blood glucose was 238 mg/dl. Customer will not be returning the device for analysis.